Event description:
The customer contact reported sparks. On an unspecified date and time, the device was programmed to deliver bupivacaine (B)(4) with fentanyl (B)(4). No specific programming parameters were provided. After an unspecified length of time, the customer contact reported while the nurse was changing a solution container that was hanging on the same IV pole above the device, an unspecified volume of fluid spilled into the device. At that time, the nurse reported parks from an unspecified location of the device and a burning smell. The device was removed from clinical use. Therapy was resumed with a replacement device. There were no reported adverse effects to the pt or staff and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.